Event description:
Caller tested 2.9 inr and 3.4 on the coaguchek xs system while a comparison lab returned as 2.2 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).